Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that the stent was lifted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the mid-section of the stent was damaged with stent struts appearing to be squashed and distorted. The maximum crimped stent profile as per manufacturing data was within the specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 28 synergy¿ drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that the stent was lifted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.